Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was rough handling/lack of following repair instructions. Epc fan is not rotating smoothly after a performed repair. As per the distributors service technician, a cable was caught underneath the epc fan. Even after he guided it properly, the alarm 325 "epc does not rotate correctly" is triggered frequently. It seems that the cooling fan's axis is slightly bent due to the permanent mechanical force added to the rotor part.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed epc fan does not rotate correctly. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.